Event description:
Customer reportedly received the following results on the active s system within 10 mins: 500 mg/dl, 300 mg/dl, and 200 mg/dl. Customer administered insulin based on result of 200 mg/dl. No adverse event reported. Requested return of suspect device, however, customer no longer has test strips; replacement was sent.